Manufacturer narrative:
We received a catheter as a sample which obviously snapped at 17,4cm. Furthermore, we got a little catheter fragment with a length of 2,5 cm. Therefore approx. 10 cm are missing - presupposing that the catheter has not been shortened. Microscopic examination of the fracture plane showed the typical rough surface for a tensile fracture. The distal tip of the catheter tube was coloured a little. Therefore, we assume that this part (approx. 1 cm) had been inside the patient. A little step was visible at one edge of the catheter tube with a beginning kind of longitudinal scratch. Furthermore, radial stretch marks were visible along the catheter tip. These marks were visible at both sides of the 2,5 cm fragment as well. Obviously, the catheter has ruptured in 2 points due to too much traction. We do not have final information if the catheter fragment could have been removed in the meantime as the patient had been delivered to different hospital. Therefore, we do not know what the patient's current condition is. Beside the missing catheter fragment, we do not know how long the catheter has been inserted before it should have been withdrawn. Having checked the batch history records, no deviations were found. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. The tensile force of the catheter tube was 4,5 n and therefore was within our specification (min. 1,5 n). This is the very first complaint for batch 020920go and the seventh regarding a snapped catheter tube on code 1261.307 within the last three years. No further corrective action initiated by quality management as there are no indications of a manufacturing fault.

Event description:
When removing the catheter it was possible up to the 15 cm marking without difficulty. When tension was applied to the catheter it snapped, leaving 15 cm in the child's leg. Radio check, confirming the presence of the catheter fragment. Discussion with surgeon was made to bring the child to (B)(6) to perform a catheterization ablation on the morning of (B)(6) 2020. At the moment we do not know the patients outcome but hopefully get informed.

Manufacturer narrative:
The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
When removing the catheter it was possible up to the 15 cm marking without difficulty. When tension was applied to the catheter it snapped, leaving 15 cm in the child's leg. Radio check, confirming the presence of the catheter fragment. Discussion with surgeon was made to bring the child to (B)(6) to perform a catheterization ablation on the morning of (B)(6) 2020. At the moment we do not know the patients outcome but hopefully get informed.